Manufacturer narrative:
Preliminary analysis showed that the perimeter of the returned blister was deformed.

Event description:
Reportedly, the sterile tray was found deformed. Preliminary review of the device history records showed no irregularity.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the sterile tray was deformed. Preliminary review of the device history records showed no irregularity.

Event description:
Reportedly, the sterile tray was deformed. Preliminary review of the device history records showed no irregularity.